Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11. Additional narrative: visual inspection of the returned device found the tip assembly missing. The shaft, cord and handle did not show any signs of damage. The tip assembly was not returned for evaluation. The electrode will be sent to the manufacturer for further evaluation. A visual inspection of the device was performed by the manufacturer; as a result, device was received in bag only, the full active tip assembly was missing, procedure residue was visible in suction tube, the shaft was distorted. The device as presented passed all applicable electrical checks but failed functional checks on pre-activation flow rate testing. Please note that the device was returned in such a condition that a number of tests for both electrical and functional checks were unable to be undertaken- the full active tip assembly was missing, there was evidence of procedural residue in the suction tube, and the shaft was distorted. Taking into consideration the condition of the device as presented, this could attribute to the pre-activation flow rate test failing to meet required specifications. This complaint report will be attributed as misuse. The customer report stated, ¿blind unit¿. The electrode for evaluation was received in used condition, and the full active tip assembly was detached from the return shaft. Some elements of the electrical and functional test were completed, while others were not conducted due to the condition of the device. It is confirmed via inspection that the distal tip was detached from the device, and it is not known how this occurred by may be related to the distorted shaft. Based on the investigation findings, the potential cause for the observed condition is traced to the procedural variables, such handling of the device or normal product interaction during procedure. As per IFU, electrodes will wear from normal use, dependent on factors such as length of use, high tissue removal rate, prolonged use against bony surfaces, prolonged use in saline, high power settings, and use with minimal suction or fluid management. Periodically assess electrode tip for wear and proper operation. Replace electrode if excessive wear is noted. Excessive force may damage the electrode tip assembly. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.

Event description:
It was reported that during service and evaluation, it was determined that the vapr tripolar 90 suction elect device had suction failure and fell apart. It was reported in the service center that the device was received with an unspecified malfunction. It was unknown when the event occurred. There were no reports of delays to a surgical procedure. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed.